Manufacturer narrative:
E1: (B)(6). The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the nozzle of the gastrointestinal videoscope was clogged. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, the foreign substance was a mixture of silicic acid and organic silicone (e.g., antifoaming agent), and comparative analysis confirmed that it was very likely dimeticone used at the facility and not cleash. Silicic acid and organic silicone are not components derived from the endoscope, but from the drug. Factors that may have caused the foreign material to adhere include insufficient pre-cleaning and rinsing, and insufficient drying due to buttons not being removed when the endoscope is stored. The customer provided the cleaning disinfection and sterilization (cds) processes where no deviations from the instructions or use (IFU) were identified therefore, the root cause of the event could not be determined. The event is detectable and preventable by handling device in accordance with the following IFU. The inspection method for the suggested event is described in the operation manual "chapter 3 preparation and inspection, section 3.8 inspection of the endoscopic system¿. Olympus will continue to monitor field performance for this device.